Event description:
A complaint was received via a direct call to the emergency support program for cardiosave intra aortic balloon pump(iabp) regarding a single gas loss alarm. The call was placed by nurse requesting assistance. The alarm occurred once and was initially addressed by pressing the start key. The nurse confirmed no blood, discoloration, or flakes in the helium tubing and verified all connections were secure. At the time of the call, the patient had a heart rate in the 110s and was on bipap. Technical guidance was provided, including pressing the iab fill key for two seconds, and a review of alarm function and troubleshooting. The alarm was assessed as likely related to clinical factors. The nurse was advised to call back if the alarm recurred 2¿3 times within one hour. No patient harm or injury was reported.

Manufacturer narrative:
(B)(6). Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes. Gas loss in the iab circuit a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or a high rate of diffusion in the iab circuit when a cumulative shuttle gas loss exceeds a nominal 5 cc per hour dynamic limit a gas loss alarm is triggered the alarm activates only when the iab inflation period is 80 msec or greater and the deflation period is 250 msec or greater. Causes of gas loss in the iab circuit pump system malfunction.